Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. On (B)(6) 2026, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level was displayed as "high" and ketones; however, specific value was not provided. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2026.